Event description:
Technical services received a call on 12/21/2012 from sales rep. The lead was implanted on (B)(6) 2000 and remains implanted until this time. Ra lead configuration is off. Pt has af with ava, all episodes are being declared as v>a. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).